Event description:
The customer reported an intermittent loss of the fluoroscopic image. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.